Event description:
The orhto provue misread sample barcode (B)(6). No incorrect or erroneous results were reported as a result of this incident. There was no harm to any patient. (B)(4).

Manufacturer narrative:
Cts advised the customer to prevent misreads they should use barcodes with a checksum. The provue users guide states to use barcodes with a checksum. Using barcodes with no checksum has a tendency for misreads. Cts followed up with the customer. The customer did enable the check digit on the provue cod 3 of 9 since the incident. The customer is now in the observation/monitoring mode for any recurrence of the barcode misreads. There has been no recurrence of misreads since last incident on (B)(6) 2015. The investigation determined that the most likely root cause of this event was the customer generating their own specimen barcodes using code 3 of 9 but no check digit.